Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a cracked endcap. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during basal. Customer's blood glucose was 277 mg/dl. The pump was not exposed to any magnetic fields and was not bumped. Customer did not have a motor position encoder error alarm in the alarm history.